Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. Drawers 3.1 and 3.2 were sticking intermittently and required a device reboot to allow access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 retractor band was damaged. A field service engineer (fse) had found upon arrival drawer 3.1 and 3.2 repeatedly failed during use. A power cycle usually resolved the issue. Fse opened back panel, and the drawer lights were confirmed to be functioning properly. The station was shut down, and the drawer was opened. The retractor bands were found to be scarred on both ends due to rubbing against the case and the back of the drawer. Both retractor bands were replaced. The drawer was then closed, and the station was booted into hardware test application. The drawer displayed four functioning lights and rebooted the station. The system functioned as intended after the field service engineer repaired the device.